Event description:
The patient reported that in 2008 - withdrawal after a refill. During the refill, the concentration was increased and the flow rate was decreased. The patient reported symptoms of spasms. At approx 5 months later - he had spinal surgery unrelated to the pump implant. The surgeon decided to turn off the pump and remove the catheter as the catheter was in the way of the surgery. The patient went through withdrawal and was only taking oral medication. Nine days later, the pump and catheter was re implanted. In 2009 - an overdose after a refill. During the refill, the concentration and flow rate were changed. At that time, the patient received 4 times as much medication as he should have. The patient could not move or walk. The patent indicated he had to let the effects work its self out.

Manufacturer narrative:
See scanned pages.